Event description:
The following has been reported: the screen does not display a picture (no picture at all), the indicators are red. Doesn't go into the service menu. Accompanying with sound. Reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.